Manufacturer narrative:
Updated data: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, and no fault was found on-site. Dust was removed from the equipment's interior, and the balloon connection test showed normal function. All functions and safety of the equipment were tested, and all parameters met factory requirements.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during equipment use, the cardiosave intra-aortic balloon pump (iabp) had an alarm message "system temperature too high" accompanied by a buzzer sound. After a malfunction, the equipment was shut down and restarted, and it worked normally. However, the high-temperature alarm reappeared after 2 hours, and the equipment was taken out of service and replaced with a backup unit. There were no injuries.